Event description:
Litigation alleges pain, discomfort, multiple infections, and ruptured and failed devices. Update rec'd (B)(4) 2014- part/lot received. An unknown knee has been updated and all products have now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned and are presumed yet implanted. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.